Manufacturer narrative:
Product investigation evaluation: the returned implants were examined upon receipt and the complaint was able to be confirmed as approximately one half of the top thread of the pedicle screw was peeling; no fragments were generated as the thread remained attached to the screw at each end. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of off-axis loading of a partially threaded holding sleeve as described in the complaint description. The matrix holding sleeve was also examined and was found to be without defect or deformity and was able to successfully retain a known good matrix screw (04.606.665 / lot 6553706). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. As no product deficiencies were identified, and the functionality was confirmed, no further investigation is necessary. The relevant drawings for the returned implants were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. Device history record review: release to warehouse date: november 6, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The matrix holding sleeve was examined by synthes for investigation purposes and was found to be without defect or deformity and was able to successfully retain a known good matrix screw. Not likely to result in patient harm or the need for additional medical or surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an l4-s1 two-level posterior lumbar interbody fusion (plif) that took place on (B)(6) 2015, a screw head broke along with the matrix long holding sleeve. The surgeon put in all the screws at l4, l5, and left s1. When he got to right s1, he drilled the hole, tapped the hole with a 6mm tap, and inserted the screw. A little over 3/4 of the way inserted, the surgeon was really fighting muscle and the holding sleeve became slightly dislodged. This must have put a lot of pressure on the top holding thread in the screw head to the point of breakage. Not being able to see the broken side of the head in the wound, he thought the sleeve had slipped and the screw was fine. The surgeon proceeded with both plif's and came back to put heads on the screws. That's when it was figured out the head on the screw was busted. The screw was removed and a new one was inserted without issue. All remnants of the screw remained attached, there is nothing residing in the patient. It was reported there was a two minute delay in the procedure. The procedure was completed successfully and the patient was unharmed throughout the case; the patient status is reported as great. This is report 1 of 2 for (B)(4).